Event description:
Sales consultant reported a revision surgery on (B)(6) 2013. The sc reported the revision surgery was due to open reduction internal fixation (orif) right femur: nonunion with a broken plate. The original procedure was an implant open reduction internal fixation (orif) of the distal femur fracture in march 2012. Reportedly the patient fell at some point approximately 1 month ago. Patient was returned to the or on (B)(6) 2013 for removal of a 4.5 variable angle (va) locking compression plate (lcp) and 12 screws. The procedure was successfully completed with no harm to the patient. This report is on the plate. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis. Jpd, hwc: additional codes. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.